Event description:
It was reported by the patient that the device alerted. This was the second time this has happened. The first time the device was reset when the patient was on vacation and the patient did not contact the physician¿s office. Follow up information was received that indicated that the device alerted both times due to out of range/high right ventricular (rv) defibrillation lead impedance. The impedance had risen from to over 100 ohms. This second time the patient was seen and had the alert parameters adjusted to 130 ohms. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314vrg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012. (B)(4).